Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of imagery provided, calcium was noted in the access vessel and the access vessel was tortuous. The complaint for liner punctured was unable to be confirmed due to unavailability of product return or imagery provided . Available information suggests that patient factors ( tortuosity and calcification) and procedural (device manipulation) may have contributed to the reported event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner, and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by right transfemoral approach during the procedure, a backup non-edwards guidewire was used for straighten vessels. During esheath+ insertion, the esheath+ turned on itself (edwards logo was at 20% on right) possibly because of tortuosity. Doctors did not want to change position and it was tried to mount valve on commander into esheath+ but the valve got stuck in the esheath+ white portion. On live imaging, the valve seemed to exit the lateral side of esheath+. The commander delivery system and esheath+ were pulled off together. A common femoral dissection could be observed and it was converted to surgery to repair. Patient was stable post surgery.

Manufacturer narrative:
The investigation is ongoing.